Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received the device. The reported symptom is: upstream occlusion, however the reported symptom was not available to the evaluator at the time of evaluation. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. The device history record review did not identify any issues during manufacturing of the device that may be related to the current complaint. The device will be required to pass all testing prior to being sent back to the customer. Should additional relevant information become available, a supplemental report will be submitted.